Manufacturer narrative:
The device history records indicate that the proper part was manufactured and packaged with the proper label. There are no non-conformances identified with this lot of product. According to the design engineer's evaluation of the complaint and the prints, it was determined if the fossas were labeled incorrectly, it would have been immediately identifiable during the surgical procedure as the parts were custom joints and matched the patient's anatomy per the CT scan images sent in by the physician. In addition, there were signed designs by the surgeon. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The operation for a total joint replacement was delayed two hours due to the fossa components being mislabeled.